Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this previously capped implantable defibrillation lead had eroded. A pocket revision procedure was performed. No adverse patient effects were reported.